Event description:
The lay user/patient ocalled lifescan (lfs) on august 30, 2006, and alleged that her meter was reading inaccurately high. The medical affairs specialist spoke to the patient on september 1, 2006, and obtained and verified the following information. The patient reported and issue that occurred in 2006. On the event date, the patient tested in the morning and obtained, what she remembers as, normal readings. She is on an insulin pump, which dispenses humalog insulin. She did not administer any bolus amounts of insulin. At approximately 1:00 p.m., she began to feel weak and sweaty. She tested on her meter and obtained a result of 163 mg/dl. Because of the meter result, she did not take any actions. She went to her room to lie down. As she was resting, her symptoms worsened and she became confused and had trouble breathing. She called 911 and the paramedics arrived 15 minutes later. The paramedics performed an EKG, as she was complaining of chest pains. While in the ambulance they tested her blood glucose and the result was 38 mg/dl. She was given IV glucose and at the hospital was given more glucose. She was released after 4 hours. The testing technique was correct, however, the technique for cleaning the puncture site was not correct. The patient did not have the meter to troubleshoot. This complaint is being reported, as the patient obtained a result, which she felt was normal, and did not treat because of the result. She had symptoms and was found to be hypoglycemic and treated with glucose. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.